Manufacturer narrative:
Citation: mcelhinney, d. Md. Reflection and rationalization making sense of the literature on endocarditis after transcatheter pulmonary valve replacement. Circulation and cardiovasculation interventions. (2017) 10(2). Pii: e004983 doi 10.1161/circinterventions.117.004983 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding endocarditis after the implant of a transcatheter bioprosthetic pulmo nary valve (tpv) that have been documented in literature. All data were collected from an online literature search and captured articles prior to december 2016. Twenty-four publications were identified and contained 76 cases (15 cases which were found in multiple articles). Serial numbers were not provided. The study population was predominantly male; mean age 18 years. The median time of tpv implant to the diagnosis of endocarditis was 16 months. It was reported that 4 of the conduits implanted prior to the tpv were contegra valved conduits. No other information was provided regarding the reason for tpv implant. No additional adverse patient effects or product performance issues were reported.